Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (1250mg, route and frequency not reported) and ceftazidime (1 gram, route and frequency not reported) for possible peritonitis. At the time of this report the patient was recovering from this peritonitis event and treatment with antibiotics was ongoing. Dianeal therapies were ongoing. No additional information is available.